Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The date of pump replacement was corrected from (B)(6) 2019 to (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-jul-25 regarding a patient receiving lioresal and dilaudid (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity, dystonia, and movement disorders. It was reported that in (B)(6) 2017 on an unknown date the pump delivery mechanism failed and the patient was being underdosed. The pump was removed in (B)(6) 2019 and was replaced by a different pump (note: this conflicts with device records which indicate the pump was removed in (B)(6) 2017). No other symptoms were reported and no further complications were reported or anticipated.